Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, was instructed to continue using pump, and was advised to call back if malfunction code appeared again, which customer acknowledged and understood.